Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the article, 'complications from transcatheter pulmonary valve replacement with self expanding prestent', there were 4 patients who underwent successful tpvr procedures using the alterra prestent and sapien 3 valve, who underwent subsequent intervention due to concerns for extravascular perforation of the main pulmonary artery by the tines of the alterra prestent. During the first case, after release of the device, the inflow portion of the alterra prestent appeared to be constrained and was dilated with a 25 mm balloon to allow the device to completely expand. A 29 mm sapien 3 valve was then deployed within the alterra prestent. Post implant angiography showed now issues. However, the patient's postoperative course was complicated by chest pain requiring further evaluation with echocardiography. Echo report showed moderate pericardial effusion without signs of tamponade. CT report showed moderate hemopericardium with multiple tips of the distal alterra prestent extending outside the lumen of the main pulmonary artery. Pericardiocentesis was performed and 350 ml of blood was removed. After further case discussion, the patient underwent emergent surgery. At the time of surgery, frank blood was noted in the pericardium and 2 tines from the distal altera present were visible outside the main pulmonary artery anteriorly and leftward. The prestent and sapien 3 valve were easily removed, and a 27 mm inspiris resilia valve was implanted. The perforations of the main pulmonary artery were oversewn. The patient was discharged home 2 days later. At follow up 18 months post procedure, the patient continued to do well with no issues and significant improvement in exercise tolerance.

Manufacturer narrative:
This event was found to be a duplicate of an existing MDR submitted under manufacturing report number 2015691-2022-07052. The event investigation, device evaluation, and applicable reporting activities was performed under manufacturing report number 2015691-2022-07052.